Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient expired and the reported cause of death was cerebral bleeding. No further information was available.

Manufacturer narrative:
The pump was returned and visual examination of the inflow conduit revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Although a specific cause for its development could not be conclusively determined, the deposition appeared to have developed in this area. This deposition did not appear to occlude the flow of blood and did not likely contribute to any functional issue. Examination of the remaining pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump was cleaned, reassembled and functionally tested. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)4). The device disposition was not provided. It is unknown if the device was explanted from the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.